Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. The reason of explant was not known. However, initial analysis revealed a device anomaly. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that during the initial analysis of this device an anomaly was discovered. The resistor array (ra)101 was cracked. This crack coincided with a dent in the device case. As a result therapy availability/delivery was impacted. However, this failure appeared to be a result of induced damage due to the handling of the device during and/or after the explant. Therapy was available while the device was implanted.

Manufacturer narrative:
Detailed analysis is pending.